Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when he was driving from work. Customer's blood glucose value was over 400 mg/dl. Customer did not have another infusion set to change. Customer stated he would change the infusion set when getting home to treat for the high blood glucose and call back.